Event description:
A doctor alleged that two (2) patients experienced the debonding of veneers after placement with optibond xtr adhesive. This is the first of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. To date, the patient is doing fine; the veneers for tooth numbers eight (8) and nine (9) were re-cemented using a different product, without further incident. The returned product was evaluated for adhesive strength, yielding results within specifications. In addition, no similar complaints were received with regard to this lot. These investigation results suggest that this is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.